Manufacturer narrative:
One power pca was returned for failure analysis. The reported problem was not duplicated during lab tests. No fault was found with this power pca.

Event description:
It was reported to philips that the device can't charge. There was reportedly no patient involvement.